Event description:
It was reported by service report that the pt left siderail was not locking into place. The customer could not determine whether there was pt involvement or adverse consequences occurred.